Event description:
In 2000 care giver, after finishing an IV, noticed blood on the nail side of thumb. Cuticles were not intact. This was a high risk pt. It is not known for sure that this is the glove the care giver was wearing.